Manufacturer narrative:
This event occurred outside the u.s where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that four weeks after implant, the implantable cardiac monitor detected false asystole due to loss of contact. The device remains in use. No patient complications have been reported as a result of this event.